Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a pacing impedance greater than 2500 ohms. The out of range measurement was unable to be reproduced. The patient will continue to be monitored. There were no adverse patient effects.

Manufacturer narrative:
As of today, the lead has not yet been received for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Subsequently the patient underwent a revision procedure where the lead was explanted. The device remains in service. There were no additional adverse patient effects reported. The lead is expected to be returned for analysis.